Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that right ventricular (rv) lead high thresholds were observed during the past twelve months. No changes in impedance were observed. Sensing has remained stable. No short interval counts (sic) were observed with no oversensed events seen. The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.